Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped performing as expected as it exhibited inflation issues, suspected fluid leak. A computerized tomography showed an empty reservoir. All components were removed and replaced. There were no patient complications.